Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that there were no problems with puncture, and a 4fr sheath was used. Angiography of the antral follicle count (afc) before application. The angio-seal sheath introduced via the angio-seal wire without and problems. The anchor released, then no retraction possible, insert lock cut to remove everything. There was nothing left in the patient on demand. The patient was undamaged. Manuel compression was held for 20 minutes until hemostasis was achieved. No significant blood loss and the patient was stable. Additional information was received on 06 dec 2022: the doctor corrected the information initially reported. He was able to implant the angio-seal manually by cutting the sheath and manually pulling the thread and pushing the tamper tube. There was no relevant blood loss, and a pressure bandage was applied. Patient was stable.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. A review of the device history record of the product code/lot number combination was conducted with no findings related to the reported event. One 6fr angio-seal device was returned for product evaluation. The returned device included the locator, carrier tube, hemostasis sheath, and an access part. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to have been in the forward lock position. The device was found to have been broken as the connecting latches were fractured. The carrier tube hub was opened to further inspect the suture, and the component was found to have been undeployed. Functional testing was performed by attempting to deploy the component, and the component was able to be fully deployed successfully. As a result, the complaint was able to be confirmed for a suture non-deployment. However, the exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).